Event description:
It was reported that when the doctor was attempting to insert the catheter, the guidewire was caught in the internal lumen of the central line catheter. There were no patient complications reported.

Manufacturer narrative:
A triple lumen 7f 20 centimeter presep catheter and 1 - 0.032" guidewire were returned. The guidewire was received removed from the catheter. The guidewire had a broken weld on the straight tip end and the outer coil wire had been uncoiled over a 15 centimeter area. There were no sections of the wire missing. The catheter appeared to be in good condition, there were no kinks or punctures. The distal lumen was found to have a full occlusion near the tip of the catheter. The occlusion was cleared and found to be dried blood. A lab sample 0.032" guidewire was passed tip to hub and hub to tip smoothly, with no restrictions. The lot number was not provided and a device history record review could not be completed.